Event description:
Port-a-cath was inserted. It has been used for chemotherapy as an outpatient. The pt was readmitted to the hosp on 06/21/99. The port was accessed without difficulty. Approx 12 hrs later, the port was noted to be leaking. The port-a-cath was removed and found to have a hole. A new port-a-cath was inserted.